Event description:
It was reported that this insertable cardiac monitor (icm) device was recommended to be replaced by boston scientific engineering because after less than four months implanted it was at the recommended replacement time. Boston scientific engineering recommended the icm device should be replaced to continue monitoring the patient. The icm device has subsequently been explanted. Another icm device was implanted during the procedure to continue monitoring the patient. Boston scientific technical services (ts) requested the icm device be returned so it can be analyzed. There were no reported adverse patient effects.

Manufacturer narrative:
The product investigation selected evaluation conclusion code "cause not established" based on the observation of a failure mode. However, probable cause could not be determined because the failure mode was not able to be recreated during analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device was recommended to be replaced by boston scientific engineering because after less than four months implanted it was at the recommended replacement time. Boston scientific engineering recommended the icm device should be replaced to continue monitoring the patient. The icm device has subsequently been explanted. Another icm device was implanted during the procedure to continue monitoring the patient. Boston scientific technical services (ts) requested the icm device be returned so it can be analyzed. There were no reported adverse patient effects.

Event description:
It was reported that this insertable cardiac monitor (icm) device was recommended to be replaced by boston scientific engineering because after less than four months implanted it was at the recommended replacement time. Boston scientific engineering recommended the icm device should be replaced to continue monitoring the patient. The icm device has subsequently been explanted. Another icm device was implanted during the procedure to continue monitoring the patient. Boston scientific technical services (ts) requested the icm device be returned so it can be analyzed. There were no reported adverse patient effects.

Manufacturer narrative:
The product investigation selected evaluation conclusion code "cause traced to device design" based on evidence of lithium clusters in the battery, which creates electrical shorting.